Event description:
The representative reported that a problem had been detected with an electrode contact at the start of a stage 2 implant; the procedure took place two weeks subsequent to dbs lead placement. The pocket location for the lead/extension connection was located behind the ear and was pulled gently out of the patient tissue, no scar or fibrous tissue was seen. The surgeon indicated they had no difficulty during removal of the boot (cap) from the lead; the accessory had been secured only by suture material. Subsequently the lead separated easily at the connection to the extension device, but the lead material appeared frayed and product damage was evident. Distances observed between each electrode seemed to be "stretched"; the space between electrodes six and seven in order to allow the lead "to fit into the extension." The user applied compression force to the lead for the electrodes to line-up with each respective screw; a two surgeon effort was required to secured the lead. Add'l information has been requested from the physician.